Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen was not responding to an input from the customer. The customer was unable to get to the options screen and is unable to enter the load sequence to load a cartridge. The customer's blood glucose level was 207 mg/dl. It was indicated that the customer would use manual injections as alternate insulin therapy.